Event description:
The facility reported a colleague infusion pump with "failure." During product evaluation, a baxter service technician discovered failure code 531:320:844:00 and found the pump failed to audibly alarm for this condition. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review was performed finding that the device has been previously sent into service for the reported condition. During previous service the user interface module printed circuit board and channel b pump head module were replaced. Evaluation summary: the reported condition of a colleague infusion pump with a "failure" was confirmed by baxter personnel as failure code 531:320:844:0000. The condition was caused by a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.